Event description:
One device reported as having an alleged false positive result. The complainant followed up with taking a pcr test with a negative result.

Manufacturer narrative:
Product has not been returned. A DHR review of the associated kit lot number (k08a110303223m2) was completed, and 0 discrepancies were found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode from this customer. However, trend analysis showed 1 additional similar complaint (B)(4) from a different customer associated with the kit lot number (k08a110303223m2) with two alleged "false positive" results (MDR submission: 3016521623-2022-00219 and 3016521623-2022-00220). An investigation into these complaints have been reviewed to obtain additional information. DHR review kit lot# k08a110303223m2: sample vial lot DHR review: 2202227, 2202284, 2202148 (associated internal lot # 220124-1c, 220124-1i, 220008-9d). Test lot dhrs review: 2202350, 2202350, 2202328, 2202328, 2201195, 2201233, 2202071 (associated internal lot # 220124-18z, 220124-18y, 220124-21i, 220124-21j, 220008-7q, 220008-10p, 220008-20t). Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. (B)(4). Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua (B)(4) check-it.